Manufacturer narrative:
The instrument performed as expected. The limitations section of the method sheet states lipemic samples may cause >abs flagging. An update to the instructions for use to remove the sentence " choose diluted sample treatment for automatic rerun." Is in progress.

Manufacturer narrative:
The evaluation conclusion codes were updated.

Manufacturer narrative:
The >abs flags are issued due to the summation of absorbances of pyridoxal phosphate, nadh and the sample lipemia, absorbing at the same photometric wavelength. The investigation is ongoing.

Event description:
The initial reporter received questionable altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation results for 1 patient on a cobas 8000 c702 module, serial number was requested but not provided. The initial altpm result was 28 u/l with an >abs alarm. The sample was automatically repeated with dilution and the result was 76 u/l. The repeated result was reported. The lipemia of the sample was measured at 137 u/l. The customer repeated the lipemic sample and the altp result was 31 u/l. The customer ultra-centrifuged the lipemic sample and received an altp result of 33 u/l.